Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4), event 1. The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: the pinnacle over-dispensed a significant volume of an ingredient and no errors or alerts alarmed. There was no patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4), event 1. The device involved was received for evaluation. A volumetrics sequential run of 111ml for 8 stations concluding with 112ml for station 9 was performed and tested in specification at 1000ml +/- 2.7%. Based on the results of the investigation, the device operated as intended. If additional pertinent information becomes available a follow-up report will be filed.